Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the patient experienced dysphotopsia in her left eye post implantation of a zct225 24.5 diopter intraocular lens (iol). The iol was explanted in a secondary procedure. There was no incision enlargement or vitrectomy required to remove the lens. Reportedly, the replacement lens (z9002 20.5 diopter) was successful and patient is doing fine.

Manufacturer narrative:
Additional information: the intraocular lens sample was returned to manufacturer for evaluation. Visual inspection with the unaided eye showed the return sample was delivered in a zip lock bag. The lens was observed to be cut in half, most probably to make explant possible. Considering the condition of the lens additional analysis was not possible. The complaint could not be confirmed. Manufacturing records were reviewed and the lens was manufactured according to specification. There were no non conformances with respect to the manufacturing process. There were no associated nonconformity reports or deviations. The in-line optical inspection data showed the lens was within specification in terms of optical power. During the manufacturing record review for this serial number, no non-conformances or assignable causes were identified. A search on complaints revealed no other complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. All pertinent information available to abbott medical optics has been submitted.